Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09685. The pt was implanted with two adapters (from different lots) connected to competitor brand leads and sjm ipg. It was reported the pt experienced ineffective stimulation coverage and did not use his system much since implant. The pt underwent surgical intervention. During the procedure, one of the two adapters was found to be broken at the tip right below the lead connection and the second adapter tested invalid impedance values on all contacts. The physician decided to explant and replace the extension and the leads with sjm devices. The physician also electively explanted and replaced the system ipg. There were no device malfunction issues associated with the ipg. The pt was programmed post-operative and reported effective coverage. No further pt complications were reported. The explanted extensions have been discarded by the facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.